Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that during patient ventilation in niv mode, the display went dark and intermittent beeping came from the ventilation unit. The display would not restart and the user replaced the device. No patient injury was reported.

Event description:
It was reported that during patient ventilation in niv mode, the display went dark and intermittent beeping came from the ventilation unit. The display would not restart and the user replaced the device. No patient injury was reported.

Manufacturer narrative:
The affected device was available for examination in the dräger repair workshop. Due to the error pattern, the cockpit could not be started and the logbook was not available. As part of the analysis, a faulty cockpit mainboard was identified as the cause of the problem. In addition, an error on the touchscreen was discovered during the analysis. After replacing the faulty parts, the device passed all tests. Based on the analysis, we assume that no communication could be established between the cockpit and ventilation unit and consequently the cockpit was black. The ventilator software analyzes and verifies the device is functioning properly. The software has detected an internal error and the user is alerted to this condition with an audible alarm. Ongoing ventilation is not interrupted during the described event. Safety-relevant parameters such as fio2, minute volume or airway pressure, and an indicator for ongoing ventilation are shown in the additional oled display on the ventilation unit. If the cockpit completely loses functionality, the ventilation continues with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.